Event description:
It was reported the patient had a heart attack in (B)(6) 2013. The event was the result of a missed refill where the patient could not get to a refill on time due to weather concerns. The patient heard an alarm when the pump became empty.

Event description:
Additional information: the pump was being used to deliver baclofen, morphine, and bupivacaine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).